Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 6.9%. The patient's blood was not applied to test strips less than 15 seconds after finger was lanced. Product labeling states: "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The occupation is lay user/patient.

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 8:57 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.7 inr. The patient sample was not applied to the test strip within 15 seconds of lancing his finger. The sample was applied to the test strip less than one minute after lancing his finger. The patient stated he did a lot of squeezing near the finger puncture point. At 11:15 a.m., a venous sample collected from the patient was tested in the laboratory using stago neoplastin reagent on a stago compact max analyzer, resulting with a value of 1.8 inr. The patient's warfarin dosage was increased after obtaining the laboratory result. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is bi-weekly.